Event description:
Air entering the component system of a conveinence kit due to a crack in the manifold. This was noticed during preparation. There was no air injection or patient injury. The used device will be returned for evaluation.